Event description:
It was reported that an ¿8503 physician bolus in progress¿ message was encountered. It was stated that the patient had been able to get a bolus at 7pm of the previous night, but was getting the 8503 message from 11pm through the time of report. There had been a medication change at a refill appointment on the day prior to report, though it was unclear what time the appointment took place. Baclofen was added to the patient¿s pump which also contained bupivacaine, morphine, and saline. The reporter planned to call the healthcare provider to find out how long the bridge bolus would last. Later that day, it was reported that the patient was also seeing several icons on the screen of the personal therapy manager (ptm). He had seen the communication unsuccessful screen on the ptm while trying to get the dosing information, though the patient was able to get communication at the time of report. It was further stated that the communication unsuccessful screen would be seen when requesting a bolus. When the patient put the ptm over the pump, he encountered the 8503 message. The patient had also seen the ¿pump search screen¿, though no further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).